Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the doctor found the swg (spring wire guide) kinked during puncture on the patient.

Event description:
The customer reports that the doctor found the swg (spring wire guide) kinked during puncture on the patient.

Manufacturer narrative:
Qn# (B)(4).the customer returned one guide wire assembly for evaluation. No definite signs-of-use were observed. Visual analysis revealed three major kinks on one long, continuous bend on the guide wire body. This resulted in the distal j-bend to be slightly misshapen. Microscopic examination revealed that the proximal and distal welds were intact. After failing dimensional analysis, it was discovered that the returned guide wire is much longer and wider than the guide wire normally packaged within the kit. This indicates that the customer either reported the incorrect finished good material #/lot #, or the incorrect device was returned. The returned guide wire was kinked 105mm, 127mm, and 142mm from the distal weld. The total length of the guide wire measured to be 684mm, which is longer than the specification limits of 596mm-604mm per the guide wire graphic. The outer diameter of the returned guide wire measured to be 0.856mm, which is larger than the specifications limits of 0.788mm-0.826mm per the guide wire graphic. The returned guide wire was advanced through an 18ga lab inventory needle and lab inventory ars syringe with minimal resistance. Resistance was only encountered at the kinked portions of the guidewire. A manual tug test confirmed the distal and proximal welds were fully intact. A device history record review was performed with no relevant findings. The IFU provided with the kit states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The customer report of a damaged guide wire was confirmed by complaint investigation of the returned sample. The guide wire was kinked towards the distal end. Through dimensional analysis, it was discovered that the guide wire is longer and wider than the guide wire normally packaged within this kit. Despite this, the sample met all relevant functional requirements, and a device history record review was performed on the reported lot with no relevant findings. Based on the customer report and the sample received, the root cause cannot be determined as it is unknown if the incorrect guide wire sample was returned, or if the customer reported the incorrect finished good material #/lot #. Teleflex will continue to monitor and trend for reports of this nature.